Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the issue was fixed after the technician adjusted the device. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated they have not used their stimulator in over a year, maybe longer, but they had been using the stimulator in the last 3-4 days. Patient mentioned when they move, it sends them a great big shock of electricity. Patient last charged their implant last night. Patient inquired if their current controller had adaptivestim because they remembered seeing the 'a' symbol on their 'old controller' but not on this one. Agent reviewed information with the patient. Patient concerned they do not have the right controller because the model number is different from their ID card (which patient reports shows the model number of their implanted device). Patient mentioned their ins 'wasn't working quite like it was suppose to.' Patient was able to access group a with programs 1-4, but did not see any adaptivestim symbol or information. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.